Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The patient was experiencing pain after primary surgery of the left hip. He began to have discomfort in 2015. Several blood tests had been administered indicating high levels of cobalt and chromium. An MRI was done in 2015 as well as (B)(6) 2017. The findings show that there is fluid in the joint area.

Manufacturer narrative:
An event regarding abnormal ion levels involving a metal head was reported. The event was confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: ¿based upon the information available for review, no determination can be made for the cause of revision surgery apparently performed twelve years post implantation. An additional elevated cobalt level in the absence of clinical, radiographic or MRI findings was the only indication for revision surgery. The description of the findings at revision surgery and the absence of histopathologic diagnosis of trunnionosis or altr still makes the determination of trunnionosis hypothetical. The implications of implanting mixed systems such as a competitor acetabular components with stryker femoral components are unknown." Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the medical review confirmed the reported event of abnormal ion levels. The subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
The patient was experiencing pain after primary surgery of the left hip. He began to have discomfort in 2015. Several blood tests had been administered indicating high levels of cobalt and chromium. An MRI was done in 2015 as well as (B)(6) 2017. The findings show that there is fluid in the joint area. Update: patient had left hip revision surgery. Bloodwork shows chromium & cobalt levels.